Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was unable to duplicate the reported issue. No fault was found. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that downstream occlusion sensor was damaged. There was no patient involvement.